Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hernia procedure, after intraperitoneal examination, less than 5 minutes into the procedure, using the continuous suture technique, the needle was found detached to the thread. Another device was used to complete the case. There was no patient injury.